Event description:
It was reported that pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure, performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman trusteer access system (was) was inserted with versacross connect (vcc) and transseptal puncture (tsp) was performed. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and implanted after meeting release criteria. Immediately after release during final post-deployment tee sweep, a pe that had not been present prior to the procedure was identified. The patient's blood pressure was then noted to be slowly trending down. The patient was monitored while anesthesia assisted with blood pressure support. After several minutes of observation, a pericardiocentesis was performed with removal of approximately 700 ml of dull-colored fluid. The patient's blood pressure stabilized without additional pharmacological intervention. A pericardial drain was left in place. The patient was subsequently extubated and transferred to the intensive care unit (ICU) for continued monitoring. The patient is expected to be discharged following drain removal. In the physician's opinion, the pe was possibly caused during (tsp) and was slowly accumulating blood during the short time of the procedure. Procedure was completed. Product return is not expected. It was further reported that all the versacross product was removed from the patient body by the time the effusion was found, which versacross device was inside the patient body was unknown. No damage was noted to any of the versacross devices nor it was it believed that access solutions (transseptal products) contributed to the patient complication. The patient discharged date and patient hospitalized information was unknown; however, the patient was patient hemodynamically stable when complication noted. As per the physician the pe occurred at transseptal. The device was released after going through pass. Furthermore, the patient was discharged home on (B)(6) 2026.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion and hypotension are known inherent risks of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the IFU states "careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma. Dilator and guidewire advancement should be performed under imaging guidance, such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator. Excessive force may lead to bending or kinking of the versacross rf wire limiting advancement and retraction of sheath and dilator device. Do not attempt to deliver rf energy until the active tip of the versacross rf wire is confirmed to be in good contact with the target tissue." Adverse events include pericardial effusion risk review: a risk review performed for the versacross connect access solution device confirmed that the events of pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and hypotension are known inherent risk of the versacross connect access solution device. There are several factors that may have contributed such as excessive force during advancement of the wire, misinterpretation of imaging information resulting in sub-optimal tenting location, additional physician/scrub tech technique, or patient anatomy. The IFU captures relevant information related to careful manipulation, tenting, and the relevant adverse events, while risk is captured in rfw hazard analysis under pericardial effusion and hypotension.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure, performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman trusteer access system (was) was inserted with versacross connect (vcc) and transseptal puncture (tsp) was performed. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and implanted after meeting release criteria. Immediately after release during final post-deployment tee sweep, a pe that had not been present prior to the procedure was identified. The patient's blood pressure was then noted to be slowly trending down. The patient was monitored while anesthesia assisted with blood pressure support. After several minutes of observation, a pericardiocentesis was performed with removal of approximately 700 ml of dull-colored fluid. The patient's blood pressure stabilized without additional pharmacological intervention. A pericardial drain was left in place. The patient was subsequently extubated and transferred to the intensive care unit (ICU) for continued monitoring. The patient is expected to be discharged following drain removal. In the physician's opinion, the pe was possibly caused during (tsp) and was slowly accumulating blood during the short time of the procedure. Procedure was completed. Product return is not expected. It was further reported that all the versacross product was removed from the patient body by the time the effusion was found, which versacross device was inside the patient body was unknown. No damage was noted to any of the versacross devices nor it was it believed that access solutions (transseptal products) contributed to the patient complication. The patient discharged date and patient hospitalized information was unknown, however, the patient was patient hemodynamically stable when complication noted. As per the physician the pe occurred at transseptal. The device was released after going through pass.

Event description:
It was reported that pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure, performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman trusteer access system (was) was inserted with versacross connect (vcc) and transseptal puncture (tsp) was performed. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and implanted after meeting release criteria. Immediately after release during final post-deployment tee sweep, a pe that had not been present prior to the procedure was identified. The patient's blood pressure was then noted to be slowly trending down. The patient was monitored while anesthesia assisted with blood pressure support. After several minutes of observation, a pericardiocentesis was performed with removal of approximately 700 ml of dull-colored fluid. The patient's blood pressure stabilized without additional pharmacological intervention. A pericardial drain was left in place. The patient was subsequently extubated and transferred to the intensive care unit (ICU) for continued monitoring. The patient is expected to be discharged following drain removal. In the physician's opinion, the pe was possibly caused during (tsp) and was slowly accumulating blood during the short time of the procedure. Procedure was completed. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.